Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners.

Event description:
The spouse reported via phone call that the insulin pump was exposed to moisture. The spouse stated the customer was unable to read the insulin pump's display because it was filled with moisture. It was also found a consistent beep was heard from the insulin pump. Customer's blood glucose was unknown. The spouse reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.